Event description:
It was reported that during an intrathecal baclofen trial, the catheter was connected to a portal. After the trial, the hcp removed the portal and then had difficulty connecting the catheter to the implantable pump; the catheter did not stay connected to the pump. The catheter was replaced.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.